Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. The u1003 programmable logic device was shorted on the monitor c/a board. The cause for the shorted u1003 component was isolated to damaged high-voltage capacitors c20 and c21 on the defibrillator board. The c20 and c21 capacitors had fractured solder joints and were detached from the defibrillator board, which led to a misdirected pulse that shorted the u1003 component. The root cause for the damaged c20 and c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support called zoll customer support to report that his monitor was not powering up. The patient was issued a replacement monitor.